Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and weak battery. The customer's blood glucose reading was 196 mg/dl at the time of incident. Troubleshooting advised that a new battery cap would be provided to rule out any possible issues and to call back if cap does not resolve the problem. Customer was advised on how to clear the battery alarms. Customer call was dropped and troubleshooting called back but there was no answer. No further details given.